Event description:
This case was reported by a physician in the context at a (B)(4) meeting and was reported on (B)(6) 2012 by a company representative. This case involves a pt (gender, age and personal references not available) who administered poly-l-lactic acid (sculptra), date of treatment, dosage, route, and indication, area of treatment, dilution and batch number not available. A speaker at the meeting, who is a plastic surgeon, reported that when the poly-l-lactic was injected into the temple area, his pt became permanently blind in one eye. Significant/relevant medical history includes - not reported. Relevant concomitant medications include - not reported. Action taken: unknown. Corrective treatment - unknown. Outcome - not recovered/not resolved. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2012: the report lacks the significant medical history such as pts demography, date of administration of sculptra, dosages, route, indication, area of administration, dilution, batch number, detail description of the event, relevant medical history, concomitant medication and ophthalmology consult for the complete assessment of this report.